Event description:
On 1/31/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user incorrectly performed a supply change and delivered approximately 164 units of insulin. The cds had previously trained the user and provided instructional materials, but the user did not follow the cartridge icon on the ilet during the change. The cds reviewed the hypoglycemia protocol and when to seek emergency care. During a follow-up call on 2/7/25 the user confirmed they were connected to the infusion set and did not rewind the ilet during the cartridge change. The user reported they did not experience hypoglycemia or require medical attention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.